Event description:
The customer reported via telephone call that she had difficulty putting the needle guard to the insulin vial. The blood glucose reading was 160 mg/dl. The customer stated that the transfer guard was properly in place. The customer was advised that the reservoirs would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.